Manufacturer narrative:
The device history records for this lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. A device history review was also performed by navilyst's medical supplier of the drainage catheters, (B)(6). Their review revealed no deviation of the device specification, product/process specification or the quality assurance procedures and specification related to this issue. All other acceptance records demonstrate the device was manufactured in accordance with the device master record. The navilyst medical complaint report for (B)(6) 2011 was reviewed for the product family of drainage catheters and the failure mode of "catheter fractured." No adverse trends were identified. The catheter from the reported event was returned in three pieces. The catheter just distal to the hub appeared to have been cut at an angle opposed to it being fractured. The catheter shaft was observed to have nine (9) additional holes cut in it, likely with a scalpel. The purpose of the additional holes was to use the multipurpose drainage catheter as an internal drain in the biliary environment. Placement of a multipurpose drainage catheter in this location is contrary to the intended use of this type of catheter as instructed in the directions for use (dfu). In addition, the alteration of the device (cutting additional holes in catheter shaft) is not indicated in the dfu as an acceptable practice. Based on the hospital's alteration of the multipurpose drainage catheter and its contrary use in the biliary environment, no corrective action will be taken. The dfu packaged with this device contains the following statement: "indications for use / intended use: multipurpose drainage catheters are intended for percutaneous drainage of fluid in the chest, abdomen and pelvis." (B)(4).

Event description:
As reported, a 10f multipurpose drainage catheter had been placed on (B)(6) 2010 in the biliary environment: catheter in the right hepatic duct with the tip in the duodenum. During a routine drainage catheter exchange on (B)(6) 2011, the catheter tip fractured/ detached. The entire catheter was successfully removed from the pt, with the tip being removed via snare. No additional complications resulted from this event. The used catheter was returned to navilyst medical for evaluation.